Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during surgery, the ratchet was stuck on the mesher and unable to perform the up /down motion. It was unknown if there was patient harm or delay. Due diligence is compete, there is no additional information available.